Event description:
It was reported that insulin was leaking from the bottom of the reservoir, which contributed to increase the blood glucose reading. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened/used reservoir and performed manual prime and high pressure test per specifications. The reservoir passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected/locked in place properly.